Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin squirts instead of dripping during first time of priming. The customer¿s blood glucose level was unknown. The battery life was diminished, insulin pump had rejected new battery. The insulin pump had no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, a21 error test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing.